Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, a patient presented with grade 3-4 functional mitral regurgitation (mr) and a restricted posterior. The xtw clip was prepared per the instructions for use (IFU) and the grippers passed the gripper test during preparation. After the first attempt to grasp the leaflets, the clip had to be repositioned. During the second attempt, the posterior gripper could not be lowered. The clip was removed from the anatomy and the posterior gripper still could not be lowered. A new clip was used to successfully complete the procedure and reduce the mr to <1. There were no reported adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis confirmed the reported single gripper actuation issue (difficult to open or close). In this case, the returned device analysis confirmed the reported single gripper actuation issue, and it was observed that one gripper arm cover was pinched by the harness (product quality problem). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the investigation, the reported gripper actuation issue and frayed/bulky gripper cover appears to be due to the gripper cover being caught on harness. This issue shares a common root cause identified and investigated per prior exception (issue) 122629 and action 126444. Abbott will continue to monitor and trend the performance of these devices.